Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via mauded report number mw5148096 that no audio output occurred. On (B)(6) 2023, the patient experienced a low bg of 25 mg/dl. It was reported that the patient was not alerted to her cgm value going low. It was reported that this event required an ¿ambulance and hospitalization¿. It was also noted that the patient was 12 weeks pregnant. Attempts to reach the patient for further event details were unsuccessful. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. A review of performance data for the time of the event indicates that the sensor session was started at 9:15 pm on (B)(6) 2023 and immediately following the warmup period a low glucose alert sounded at 100 percent audio volume. This alert repeated every 5 minutes until it was acknowledged at 10:00 pm. A few minutes later the user performed a bg calibration and changed the alert schedule to enable override (quiet mode). Numerous alerts were logged after this change as the estimated glucose values (egvs) transition back and forth from urgent low state to low state with no audio due to the app being programmed for quiet mode. At 1:05 am on (B)(6) 2023 quiet mode ended as programmed and at 1:25 am the egvs dipped below the low threshold and a low glucose alert sound at 80 percent audio volume. Several additional alerts sound throughout the morning and into the evening with each alert accompanied by audio volume. The allegation of no audio output during a low glucose event was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).